Manufacturer narrative:
(B) (4). (B) (4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent an episiotomy procedure in (B) (6) 2009. The patient felt pain that was not subsiding and returned to the surgeon with suture breakage that needed repair. The patient underwent re-suturing in the operating room one to two weeks after the initial procedure.